Manufacturer narrative:
(B)(6). Investigation summary: one used sample was provided to our quality team for investigation. The product was visually inspected and the syringe tip was verified to have broken at the barrel edge. A device history record review did not reveal any quality issues during the production of lot number 1912236 that could have contributed to the reported defect. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to identify a root cause at this time. Manufacturing personnel have been notified of this incident to increase awareness. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends investigation conclusion: it has been received used sample of 50ll lot 1912236 with open blister for investigation. Upon visual inspection of the sample received it can be observed the syringe barrel has resulted broken during use at barrel edge when during aspiration (see attached pictures). DHR lot 1912236 has been reviewed not finding any annotation or deviation regarding the alleged defect. Root cause description: cannot be determined.

Event description:
It was reported that breakage occurred during use with a bd plastipak¿ 50ml luer-lok syringe. The following information was provided by the initial reporter, "during the preparation of a syringe of physiological saline by pulling on the plunger, the front of the syringe broke."